Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to the bending section being detached from the distal end of the device. In addition, there was a leakage from bending section cover due to a cut. The distal end of the device pink rubber bubble was soft. Adhesive of bending section cover was cracked. There was excessive image guide breakage. Evis image had white stain around edge. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A nurse reported to olympus, entire end of the evis exera ii ultrasonic bronchofibervideoscope was hanging by a thread during an unspecified procedure. It appeared as if a needle went through it. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. Olympus will continue to monitor field performance for this device.